Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of a broken cable with a loss of cautery. The instrument was found to have a broken conductor wire at the yaw pulley and failed the electrical continuity test. The conductor wire was broken at the grip-crimp location. No signs of thermal damage or conductor wire insulation were observed. In addition, the instrument was found to have a broken bipolar yaw pulley. A broken piece was found to be missing, measuring approximately 0.058¿ x 0.168¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the bipolar grasper would not fire and was observed to have a broken cable. The procedure was completed with no reported injury.